Manufacturer narrative:
A review of the manufacturing documentation associated with lot 338703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outer sheath of the 5x150 smart flex was fractured during deployment of the stent. The stent was releasing as it should until the outer sheath cracked. There was no abnormality before use; however, there was resistance noted during release. The stent was releasing as it should till the resistance was met. There was no reported injury to the patient. The product was stored properly according to the instructions for use. A new smart flex stent was placed successfully without injury to the patient. There was no damage noted to the device packaging during inspection prior to use. There was no difficulty removing the device from the packaging. There was no difficulty during prep of the device. The lesion was pre-dilated prior to stent implantation. A 5mm cordis balloon was used for pre-dilation. The lesion had less than 30% stenosis after pre dilation. The diameter of the unconstrained stent was 1 to 2mm larger than the vessel diameter. The target lesion length was about 100mm. The lesion was noted to have severe calcification. The device was being used to treat a chronic total occlusion. That device did not have to pass through any previously placed stents. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available.

Event description:
As reported, the outer sheath of the 5x150 smart flex was fractured during deployment of the stent. The stent was releasing as it should until the outer sheath cracked. There was no abnormality before use; however, there was resistance noted during release. The stent was releasing as it should till the resistance was met. There was no reported injury to the patient. The product was stored properly according to the instructions for use. A new smart flex stent was placed successfully without injury to the patient. There was no damage noted to the device packaging during inspection prior to use. There was no difficulty removing the device from the packaging. There was no difficulty during prep of the device. The lesion was pre-dilated prior to stent implantation. A 5mm cordis balloon was used for pre-dilation. The lesion had less than 30% stenosis after pre dilation. The diameter of the unconstrained stent was 1 to 2mm larger than the vessel diameter. The target lesion length was about 100mm. The lesion was noted to have severe calcification. The device was being used to treat a chronic total occlusion. That device did not have to pass through any previously placed stents. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the outer sheath of the 5x150 smart flex was fractured during deployment of the stent. The stent was releasing as it should until the outer sheath cracked. There was no abnormality before use; however, there was resistance noted during release. The stent was releasing as it should until the resistance was met. There was no reported injury to the patient. The lesion was noted to have severe calcification and was being used to treat a chronic total occlusion. The product was stored properly according to the instructions for use. A new smart flex stent was placed successfully without injury to the patient. There was no damage noted to the device packaging during inspection prior to use. There was no difficulty removing the device from the packaging. There was no difficulty during prep of the device. The lesion was pre-dilated prior to stent implantation. A 5mm cordis balloon was used for pre-dilation. The lesion had less than 30% stenosis after pre dilation. The diameter of the unconstrained stent was 1 to 2mm larger than the vessel diameter. The target lesion length was about 100mm. That device did not have to pass through any previously placed stents. The device was returned for analysis. A non-sterile unit of product ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and was laid flat on a tray to proceed with the product evaluation. The unit was thoroughly inspected observing that the stent was partially deployed, with the plastic nut of the hemostasis valve fully locked. In addition, a severe kink/twisted condition was noticed located approximately on 123.5cm from the distal tip. No other outstanding details were observed on the returned device. Functional testing was performed, the hemostasis valve was unlocked, and stent deployment functionality was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. However, due to the severely kinked/twisted condition the deployment process was not performed successfully. A product history record (phr) review of lot 338703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was received with the stent partially deployed. The reported ¿stent delivery system (sds) cracked¿ was not confirmed, a kinked/twisted condition was observed on the outer sheath. The exact causes of the events cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the kinking and twisting noted inhibiting full deployment of the stent. Therefore, based on the information available for review it is likely procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the outer sheath of the 5x150 smart flex was fractured during deployment of the stent. The stent was releasing as it should until the outer sheath cracked. There was no abnormality before use; however, there was resistance noted during release. The stent was releasing as it should till the resistance was met. There was no reported injury to the patient. The product was stored properly according to the instructions for use. A new smart flex stent was placed successfully without injury to the patient. There was no damage noted to the device packaging during inspection prior to use. There was no difficulty removing the device from the packaging. There was no difficulty during prep of the device. The lesion was pre-dilated prior to stent implantation. A 5mm cordis balloon was used for pre-dilation. The lesion had less than 30% stenosis after pre dilation. The diameter of the unconstrained stent was 1 to 2mm larger than the vessel diameter. The target lesion length was about 100mm. The lesion was noted to have severe calcification. The device was being used to treat a chronic total occlusion. That device did not have to pass through any previously placed stents. The device will be returned for evaluation.